Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, intermittent loss of capture and low out of range pace impedances less than 200 ohms. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.